Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 210 mg/dl. The customer reported that they had problems with my pump which was the flow of insulin was blocked. The customer stated that the changed set. Customer stated that they have tried all remedies. The customer advised that the pump will need to be replaced. The customer advised to retrieve and save pump settings. The customer advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).